Event description:
Additional information was received that the device was turned off in 2010 due to perceived lack of efficacy for the patient's epilepsy.

Event description:
It was reported that the vns device was turned off since 2010 due to extreme dysphagia with vns stimulation. It was previously reported that there were a variety of setting changes to help improve the reported event. After decreased settings at the appointment prior (B)(6) 2008, the voice alteration and swallowing improved. However even at low settings, the patient had dysphagia. Good faith attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
.